Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the "tech says that the entire basket separated from the catheter during use in a patient. The catheter was removed but the patient was taken to surgery to remove the basket from the vein". Although there was a surgical intervention there was no reported harm to the patient. Therapy was not delayed/interrupted.

Manufacturer narrative:
(B)(4). The customer returned the lid stock and catheter assembly from a pt-01000-d semi-finished kit. The basket was confirmed to be separated from the assembly. Microscopic examination was performed on the distal end fracture area and the surface showed characteristics of fatiguing, indicating this as the probable mode of failure. No damage to the catheter sheath was observed. Twenty seven inches of the catheter assembly were returned. Based on the range specified by the product drawing of the overall length of the catheter assembly it was determined that approximately two inches were not returned. A device history record (DHR) review could not be performed as a lot number was not provided by the customer. The instructions-for-use (IFU) that are packaged with this product warns that potential fatigue failure of the ptd torque cable may occur with prolonged activation of ptd device. A withdrawal rate of 1-2 cm/second is recommended when sharp radii are encountered. The customer reported issue of the basket separating from the ptd catheter assembly was confirmed during the sample investigation. Visual inspection was performed and the cause of failure was determined to be fatiguing of the core wire. Based on the condition of the returned sample the probable cause of this issue is operational context.

Event description:
The customer reports that the "tech says that the entire basket separated from the catheter during use in a patient. The catheter was removed but the patient was taken to surgery to remove the basket from the vein". Although there was a surgical intervention there was no reported harm to the patient. Therapy was not delayed/interrupted.